Event description:
It was reported that a tip detachment occurred. During a surgical procedure, a foreign body was seen in the superficial femoral artery, and was noted to be the tip of a sterling balloon. The foreign material was surgically removed from the patient. After examining the specimen, it did not appear to be the sterling balloon. It had appeared to be suture like material or a fragment of a non bsc balloon that was used during surgery. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Event description:
It was reported that a tip detachment occurred. During a surgical procedure, a foreign body was seen in the superficial femoral artery, and was noted to be the tip of a sterling balloon. The foreign material was surgically removed from the patient. After examining the specimen, it did not appear to be the sterling balloon. It had appeared to be suture like material or a fragment of a non bsc balloon that was used during surgery. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device returned to manufacturer: three pieces of the sterling balloon catheter were returned and analysis was completed on those components, however a majority of the device was not returned. The portion of the balloon that was received was loosely folded and buckled therefore an accurate measurement was not possible. The portion of the balloon was approximately 3.5cm long. A hole was noted in the balloon .5mm from the distal end of the balloon. The other two pieces received were of the wire lumen. One of these was 5cm in length and the other was 7.5cm in length. There were numerous kinks throughout both pieces of the wire lumen. One of the separated ends was jagged indicating there was force behind the separation. The other three ends appeared to have been cut. Damage was also seen at the distal tip.